Event description:
Healthcare provider reported rupture. MRI reported " left breast: the breast parenchyma is heterogeneous fibroglandular tissue. Retropectoral silicone implant with signs of intracapsular implant rupture. Asymmetry measuring 1.5 cm in the upper inner quadrant at far posterior depth. Impression: signs of intracapsular implant rupture in the left. Asymmetry in the left upper inner breast, for which dedicated breast mammogram and ultrasound is recommended. No prior mammograms or ultrasounds are available for comparison. Subcenimeter t2 hyperintense lesion in the left hepatic lobe, most likely a cyst, however correlation with prior imaging studies is recommended." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.